Event description:
A (B)(6) male pt contacted zoll customer support to report his monitor's belt connector was damaged. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation: device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged monitor case) has been confirmed. Upon investigation the monitor's belt receptacle and monitor case were damaged. Upon evaluation, an electrode belt would not lock into the monitor. The root cause of the damaged belt connector and monitor case cannot be positively identified but is likely physical abuse. No adverse event resulted from the defective monitor belt connector. The pt received a replacement monitor.